Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth and weight were not provided for reporting. (B)(4). Multiple devices were used in this single event, this is 2 of 2 emdrs being submitted. Device was not returned. Pending evaluation of manufacturing review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer stated he purchased 2 new packs of reach waxed floss and the metal cutter was separated from the plastic mount on both packages.